Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of deflation was received on apr 12, 2017 with lot 2884277. Visual analysis of the returned device identified: openings, crease fold, wear abrasion. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: two striated edge openings on anterior and radius side assessed as surgical damage."

Event description:
Healthcare professional reported left side deflation. Device was explanted.